Manufacturer narrative:
B3. Date of event is unknown. D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found a tamper seal removed, a bubbled dso seal, a damaged battery door spring and a cracked battery compartment. The functional testing confirmed the customer reported problem. A cause was unable to be determined. The dso seal was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported,the device exhibited bubbled downstream occlusion. No adverse patient effects were reported by the customer.